Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - in the holter-ECG artifacts on the rv-lead were misinterpreted as ventricular fibrillations. An exit block of the rv lead and a dislodgement of the ide ra lead were diagnosed. The patient was hospitalized due to the planned lead reposition of both leads on (B)(6) 2016. Update (B)(6) 2016: the ra lead was found in the ventricle. The patient was hospitalized due to the planned reposition of the right atrial lead.